Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. C51338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever, nausea, vomiting, uti, pregnancy, vaginal discharge, vaginal bleeding, dizziness, sweating, abortion, back pain, abdominal pain, low back pain, pelvic pain, fetal movement disorder, swelling of feet and ovarian cyst. Previously administered products included for an unreported indication: depo provera from (B)(6) 2013 to (B)(6) 2014, mirena from 2009 to (B)(6) 2013 and ativan. Concurrent conditions included migraine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the alopecia, dysmenorrhoea and fatigue outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue and pelvic pain to be related to essure. The reporter commented: trailing coils: left: 3 coils right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received- new event fatigue, hair loss were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a female patient who had essure (batch no. C51338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever, nausea, vomiting, uti, pregnancy, vaginal discharge, vaginal bleeding, dizziness, sweating, abortion, back pain, abdominal pain, low back pain, pelvic pain, fetal movement disorder, swelling of feet and ovarian cyst. Previously administered products included for an unreported indication: depo provera from (B)(6) 2013 to (B)(6) 2014, mirena from 2009 to (B)(6) 2013 and ativan. Concurrent conditions included migraine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: trailing coils: left: 3 coils right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-dec-2020: pfs and mr was received. Lot number was added. Event medical device removal replaced with pelvic pain and event dysmenorrhea was added. Date of insertion and date of removal were added. Event outcome updated to pelvic pain. Treatment and historical drugs were added. Medical history were added. New reporters were added. Event onset dates were added. Patient demographic was added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a female patient who had essure (batch no. C51338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever, nausea, vomiting, uti, pregnancy, vaginal discharge, vaginal bleeding, dizziness, sweating, abortion, back pain, abdominal pain, low back pain, pelvic pain, fetal movement disorder, swelling of feet and ovarian cyst. Previously administered products included for an unreported indication: depo provera from (B)(6) 2013 to (B)(6) 2014, mirena from 2009 to (B)(6) 2013 and ativan. Concurrent conditions included migraine. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: trailing coils: left: 3 coils right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.